Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant, the right ventricular lead was noted to have degraded performance. A chest x-ray revealed that the lead had moved from its original position and dislodged. The lead was repositioned on (B)(6) 2018, and lead performance was reestablished. The patient was stable post-procedure.